Event description:
It was reported that approximately four years after implantation of a vena cava filter, multiple filter limbs were noted to extend outside the wall of the ivc. One filter limb appeared to extend into a vertebral body and one limb appeared to extend into the aorta. Attempts to remove the filter were unsuccessful. The current status of the pt is unk.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unk. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb perforation and removal difficulties. Based on the available information, the definitive root cause for this event is unk.